Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing along with high out-of-range (oor) pacing lead  impedance (pli) measurement greater than 2,000 ohms. No pacing inhibition was noted. A lead body damage was identified. Additional information from the field representative indicated that fracture was seen under fluoroscopy. The rv lead was also tested on a pacing system analyzer (psa) where loss of capture at maximum psa output and noise were observed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.